Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016 (reference MFR report #: 1627487-2016-05857 and 1627487-2016-05858). During the procedure, the ipg became inoperable. As a result, the ipg was explanted and replaced. The issue was resolved.